Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, the guidewire for the contralateral (right) side passed through the contralateral leg hole by pull-through technique, but it was found that the guidewire was coiled around the ipsilateral leg. The procedure was continued as it was; therefore, the contralateral leg was coiled around the ipsilateral leg as well. No endoleak was found and the procedure was completed without any further problems. The patient tolerated the procedure. Around (B)(6) 2022, CT scan showed that the distal end of ipsilateral (left) side migrated from the common iliac artery and fell into the aneurysm sac. Also, enlargement of the aneurysm was found. Thus, a reintervention was indicated. On (B)(6) 2022, an additional procedure was performed. The left internal iliac artery was embolized and additional contralateral leg components were implanted. The treatment area was extended into the external iliac artery. No endoleak was found. The patient tolerated the reintervention. The reporting physician commented as follows: the sealing in the left common iliac artery was insufficient due to 1) patient¿s tortuous anatomy, 2) the contralateral leg coiled around the ipsilateral leg and 3) mural thrombi in the common iliac artery.